Manufacturer narrative:
The reported events of helix mechanism issue and inadequate capture were confirmed but the reported event of high pacing lead impedance could not be confirmed. As received, only the connector portion of the lead was returned in one piece for analysis. X-ray examination was performed and it indicated that the inner coil at the connector region was over torqued which is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures, but internal shorts were noted due to the over-torqued inner coil. The cause of the helix mechanism issue and inadequate capture was due to the over-torqued of the inner coil. No other anomalies were seen except for the procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited a high capture threshold and high pacing impedance. It was also observed that during the maneuvers, the helix of the lead failed to be retracted. The right ventricular lead was not used and replaced. The patient was in stable condition throughout the procedure.